Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Bg was addressed by administering a correction bolus via pump followed by a manual injection. The customer reverted to manual injections for insulin therapy.